Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The cgm alerted showing that the cgm reading was 44 mg/dl, but the bg reading was 377 mg/dl. The patient experienced dry mouth, headache, frequent urination, and was thirsty. The patient tested for ketones at home and showed she had high ketones (no value reported). Before going to the hospital, the patient self-treated with insulin through her pump, dose of 8 units. The patient then went to the hospital, took an uber. At the emergency room (ER) and they did a bg reading which was around 170 mg/dl range and the g6 was readings around 150 mg/dl range. The patient was treated with an electrolyte IV, and food. They performed another test before leaving, her ketones were lower (no value reported). The patient just stayed at the ER for 5 hours and left the same day and bg readings were upper 100 mg/dl. At the time of the report the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that falls within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.